Event description:
The customer contacted stryker to report that their device would not hold the battery in the compartment. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker provided the customer with a repair quote. The device was not returned for evaluation. The cause of the reported issue could not be determined.